Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss alarm and no failed battery alarm noted. Unit received intermittent button response due to flattened act button dome switch. Inspected the connector on lcd and no unlock keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were hard to press. Customer's blood glucose level was 187 mg/dl. The insulin pump alarmed failed battery test and battery out limit. The customer did not receive a failed battery test after troubleshooting. The battery out limit alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.